Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, after the trocars and mesh were placed, a cystoscopy was performed and the trocar was found to have perforated the bladder. The trocar was retracted and moved laterally. A second cystoscopy was done and the trocar was no longer in the bladder. The mesh was then placed; however, the patient was still leaking urine. The physician felt the placement was good, so the sling was left in place with plans to have the patient follow up with a urologist. The bladder perforation was treated with a foley catheter to be left in for ten days and to follow-up with the physician. The physician opined that the patient's anatomy may have contributed to the event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.